Event description:
Facility reported that the dialyzer had a verified blood leak on its first use. The dialyzer was replaced and the pt's treatment was completed without incident. Ebl >100cc. A sample envelope was sent to the facility on 8/6/96.